Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The air/water nozzle was flushed with the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to damage on the guide pin of the electrical connector. It was also noted that the bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and a white clouded area. The water removal ability did not meet standard value due to clogging of the nozzle and the paint of the scope cylinder was peeled. There were scratches noted throughout the device. The device was cleaned prior to being returned to olympus and the customer could not identify the foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera colonovideoscope had a pinhole. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.